Event description:
It was reported that during insertion of the iab selectively for support to the patient going to surgery the next day, the patient coded. The physician was unable to aspirate or flush the iab catheter. The pump registered "fill failure". All connections were checked, but since the problem was not resolved, the iab was removed and replaced. The patient later expired, but death is not attributed to this difficulty with the iab.